Event description:
Additional information has been obtained in which the serial number for this device is now known.

Event description:
It was reported via clinical affairs that a trial patient experienced an arrhythmia event, 3 days post implantation of an edwards perimount magna 21mm aortic valve. Event states the patient had an asystolic event resulting in a seven second pause, the patient passing out, and CPR being performed. A permanent pacemaker was implanted, and the event was noted to have resolved. No device malfunction related to this event.

Manufacturer narrative:
There is no information provided to suggest a device malfunction or quality deficiency related to this event. The edwards aortic valve remains implanted and functioning as intended. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, the patient had a short asystolic event leading to permanent pacemaker insertion. No further action is required.